Event description:
Reporter initially noted handpiece overheating intermittently. Incisions (no stitch) were taking longer to seal. Additional information from surgeon noted no burns occurred, but corneas started to turn white in four cases; difficulty closing wounds. Wanted handpiece checked. Patient 1 of 2 started leaking pod1; postponed steroid use.